Manufacturer narrative:
The device was received fully deployed. The investigation found no bends, kinks or damage to the soft cannula. The pod data showed no evidence of struggle with the drive mechanism that would indicate that the cannula was occluded by bends or damage at the time of the event. The device was received with blood on the adhesive pad around the bottom housing window. The inspected of the bottom housing and formed needle found no damage or defects that would contribute to bleeding or bruising. The exact cause of the reported bleeding and bruising could not be determined.

Event description:
It was reported that the patient's blood glucose level rose to around 400 mg/dl while wearing the pod between 1 and 4 hours. When the pod was removed from the infusion site (abdomen), the pod's cannula was found bent and the infusion site was bleeding.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: sp1a.210812.016.g970u1ueu9ixe1 hardware: sm-g970u1 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.